Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on. Approx seven months after the procedure, the surgeon removed the 8 mm thick insert component and replaced it with a 9 mm thick insert because the knee appeared unstable in extension.

Manufacturer narrative:
No add'l eval was completed by mako in this case. The revision was required due to unusual wear pattern on the poly insert caused by circumstances outside of mako's control such as the pt's condition and loose particles in the joint.